Event description:
Event description guidant received information that this right ventricular lead had dislodged, requiring surgical intervention. During the lead revision the pacemaker was noted with fluid inside the header. Both the lead and pacemaker were explanted and replaced without adverse patient effect.